Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to an internal nonconformance identified. On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse replaced the wash block and sample needle. He aligned the needle positions to the sample tube in the x and y axis and to the diluent well. The fse ran hba1c quality controls (qc). All results were within acceptable range. The g8 instrument is operational. No further action is required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of (B)(6) 2017, which included data from (B)(6) 2016 through (B)(6) 2017. There were no similar complaints identified during the searched period, which includes this event. The g8 operator's manual under section 5.10 sample needle replacement as follows: 5.10 sampling needle replacement. Replace the sampling needle if it is bent or broken. Access to the inside of the analyzer is needed to replace the sampling needle. Be sure that only personnel who have been trained by tosoh or its representatives perform these operations. Be sure to wear protective clothing (goggles, gloves, mask, etc.) And take sufficient care to prevent infection during handling. Take care not to touch the end of the sampling needle during handling. The most probable cause for the bent sample needle was the sample needle needed alignment to the tubes on the loader and diluent well.

Event description:
On (B)(6) 2017, a customer reported the sample needle was bent; it also damaged the wash block. The bent needle could not be removed on the g8 instrument. The customer noted that the sample needle was not touching the tube and then would bend when not touching the tube. The customer is unable to run patient samples on hba1c diabetes assay. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.